Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the femoral guide broke during surgery. Surgery was completed with another guide.